Event description:
It was reported that the display on the insulin pump goes blank whenever a button is pressed. The reported blood glucose reading was 174 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.